Event description:
It was reported that a revision surgery legion oxinium tibial component was performed on or about (B)(6) 2012.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no supporting clinical documents were provided to conduct a thorough medical investigation. Should any clinical information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.